Event description:
It was reported that the wake button was difficult to press and required multiple presses to turn on the pump screen. Customer¿s blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.